Manufacturer narrative:
(B)(4). Date sent: 11/24/2023. D4: batch # 435c08. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived with no apparent damage. Only anvil half washer was received, and the device was fully loaded with staples, indicating that the device had not been fired. Due to staples present on the device is possible that the returned anvil does not belong to the returned device since anvils are interchangeable with the same product. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples met the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: insert the device up to the closed lumen with the anvil removed and the trocar fully retracted. Fully extend the trocar and pierce tissue by gently rotating the instrument while holding the adjusting knob. Push the tissue down until the orange tying area is visible. Reattach the anvil by sliding the anvil shaft over the trocar and pushing until the anvil snaps into its fully seated position. The event described could not be confirmed as the anvil attached and removed as expected and the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 435c08, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/8/2023.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2023. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? No patient consequences. 2. Could you please clarify if there was any change in the post-operative care of the patient as a result of the event? None.

Event description:
It was reported that during an unknown procedure the anvil was loose and the anvil twice had to be disconnected from the gun.

Manufacturer narrative:
(B)(4). Date sent: 10/5/2023. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Could you please clarify if there were any patient consequences? 2. Could you please clarify if there was any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.